Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that the pump exhibited a travel course error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the top case was chipped, the right plunger was cracked, and the bottom case had been damaged. Functional testing was performed, and the reported issue was replicated. The root cause was determined to be caused by the half age being seven years old. The top case, right plunger case, along with all the plastic parts of the plunger head, and bottom case were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquires or follow up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: (B)(6)

Manufacturer narrative:
Corrected data: h6 no device problem found.